Event description:
N/a.

Manufacturer narrative:
An event of retraction problem and valve capsule deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported valve capsule deformation appears to be a cascading effect of the retraction problem. However, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using an unknown flexnav delivery system. After valve preparation, the system was checked under fluoroscopy and cleared to proceed with implantation. The entire procedure was uneventful and a pre-dilatation was performed using a 20 mm balloon, as recommended in the report. The delivery system was introduced with the valve irrigation port facing upward, crossed the aortic arch, and was directed toward the aortic annulus. During the first deployment attempt, approximately 70% of the valve was released when it migrated toward the aorta, ending up above the annulus level. A recapture was attempted; however, even after fully rotating the deployment wheel, the valve was not completely recaptured, remaining approximately 1 cm outside the capsule. There was a gap between the nose cone and the sheath, and it was necessary to use the micro wheel for fine adjustment. A wrinkling of the valve capsule was observed. The device was removed without harm to the patient, and a new navitor system was assembled. The second valve was successfully deployed without complications. The patient was in excellent condition and was discharged from the hospital on (B)(6) 2025. A minimal paravalvular leak was observed, with a mean gradient of 3 mmhg. There was no intervention performed for pvl. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged the day after the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.